Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections; d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that repeatedly, the adhesive lifts from the nose and peels back after 4 hours, the tape sticks to itself when they wrap it around the nasogastric, but then the tube slides through it. This was a huge risk as it allows the tube to slide out, increasing the risk of aspiration of the tube feed and also the loss of a tube as it could slip out and require a new one to be reinserted, this issue was reported by 6 different nurses over the past few days.

Event description:
It was reported that the customer stated that repeatedly, the adhesive lifts from the nose and peels back after 4 hours, the tape sticks to itself when they wrap it around the nasogastric, but then the tube slides through it. This was a huge risk as it allows the tube to slide out, increasing the risk of aspiration of the tube feed and also the loss of a tube as it could slip out and require a new one to be reinserted, this issue was reported by 6 different nurses over the past few days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that repeatedly, the adhesive lifts from the nose and peels back after 4 hours, the tape sticks to itself when they wrap it around the nasogastric, but then the tube slides through it. This was a huge risk as it allows the tube to slide out, increasing the risk of aspiration of the tube feed and also the loss of a tube as it could slip out and require a new one to be reinserted, this issue was reported by 6 different nurses over the past few days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.